Event description:
No additional information was received.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher bodycoil stretched at the distal section with the lead wires broken and exposed, and the implant stretched and broken, which is consistent with the alleged product issue. The pusher heater coil was found burnt, indicating thermal detachment did occur. The portion of the implant distal to the break site was not returned for evaluation. The stretched and broken condition of the pusher and implant is consistent with the device experiencing force that exceeded the tensile strength of the pusher and implant causing the lead wires and implant to separate in two pieces. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported: during a neuro procedure involving an aneurysm coiling, the patient experienced an intra-procedural stroke. It appears that the coil completely unraveled, and one of the wires detached, which caused blood to adhere to it and contributed to the stroke. They were able to recover the broken wire using trevo and successfully completed the procedure with a thrombectomy. The patient is doing well. No other information was provided.